Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, and the yellow o-ring was visible, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-nov-2019 with the following findings: a review of the pump black box showed one power interruption on (B)(6)2018 after the user suspended the pump. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap threads were stripped. The returned battery cap was unable to fit securely resulting in a power loss and reboot, duplicating the power issue. Using a test battery cap, the pump powered on and was exercised for 12 hours with no power interruptions occurring. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.